Event description:
It was reported that, during annual service inspection, the navio handpiece had a stuttering motor and also failed the diagnostic test. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3. H6: the navio handpiece, part number pfsr110137, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0004, rev c. The reported problem was confirmed. The test produced a homing failure & the max t1 torque was 44. The cable jacket is broken at the handpiece end. No additional functional non-conformances were identified. The most likely cause of this event is an electrical failure. A review of manufacturing and records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.